Event description:
Treatment of an ophthalmic aneurysm. It was reported that after the pipeline was deployed, the middle section was not fully opened and a balloon was used to achieve full wall apposition. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation was it was implanted in the patient. Use of a balloon is recommended in the instruction for use.(B)(4).